Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. (B)(4). Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer experienced false positive results. Confirmatory pcr testing produced a negative result. This event occurred 4 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "4 were positive and we were not! We did a pcr and those were negative!!!" (B)(4).

Manufacturer narrative:
H.10 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿false positive.¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. App read the results as positive even though it was clearly negative. Customer stated that they tested positive four times and subsequent pcr was negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer experienced false positive results. Confirmatory pcr testing produced a negative result. This event occurred 4 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "4 were positive and we were not! We did a pcr and those were negative!!!" (B)(4).